Event description:
Medical affairs was unable to get a hold of patient and will be sending patient a letter. The following information was provided by customer service: patient claimed that their meter had been giving false high readings. Patient took a blood glucose reading at 5:30pm and obtained a 564mg/dl. Patient did not experience any symptoms. They took 5u of novolog based on that reading. Around midnight patient "bottomed out and fell unconscious. Patient believes, that they took too much insulin based on the 564mg/dl reading that caused their fall unconscious during the middle of the night. Unknown what patient was treated with or what their blood glucose was and if medical attention was given. There is no evidence that the meter contributed to this event. Patient had tested at 5:30pm and bottomed out around midnight. There is over a 6.5 hour difference from the last time they tested. Control solution had passed. Patient also alleged that their meter powers off during use. Patient did not experience any symptoms. Customer service was unable to resolve the issue and sent patient a new meter.